Event description:
It was reported by the field clinical representative that the battery life of this cardiac resynchronization therapy defibrillator (crt-d) decreased from 2.96 years to 1.52 years. Technical services (ts) assessed and indicated that this was due to the high threshold of the left ventricular (lv) lead, which caused the power consumption of the device to increase from 164.23 to 280.48 microwatts. This crt-d remains in service. No adverse patient effects were reported.